Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. A serial number search in the complaint system found one complaint with the issue of fluid leaking within 90 days of the notified date. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Registered nurse from a dialysis clinic reported that there was a cassette leak while using the liberty select cycler during a patient treatment. It is unknown if there was any cycler alarms encountered and if there was any complications experienced by the patient as a result of the alleged event. Additional information was solicited.